Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing by olympus, the device evaluation and the lms final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: oct,15, 2024. Sampling from: distal end. Colony forming unit (cfu): no detection (n. D.). Bacterial identification: n/a. Sampling date: oct,15, 2024. Sampling from: biopsy/suction channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: oct,15, 2024. Sampling from: air/water (a/w) channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. The lm reviewed the customer provided the cds processes where following deviations from instructions for use (IFU) were identified: *the user did not flush air/w channel using mh-948 during pre-cleaning. *the user did not flush forceps elevator during pre-cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of reportable issue could not be specified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Per lm's investigation, a possibility of insufficient reprocessing due to deviation from IFU could not be denied. The suggested even can be prevented by following below IFU: reprocessing manual_ reprocess the endoscope (and related reprocessing accessories) *preclean the endoscope and accessories_ flush the air/water channel with water and air *manual cleaning_ flush the endoscope¿s distal end with detergent solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the duodenovideoscope cultured positive twice and >1 colony forming units (cfus) of hc microorganisms were detected. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.